Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the right plunger case was cracked. Customer?s reported issue was duplicated during start-up. The root cause of the reported issue was caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: replaced damaged left and right plunger cases. Replaced bottom case for seal damage and contamination. Performed function and delivery tests.

Event description:
It was reported that check syringe plunger error and won't calibrate events occurred. No patient injury reported.